Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The helix was slow to respond to rotation; the proximal conductor was distorted against the distal conductor at 45cm. A visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that pre-operative, the helix did not extend on the lead. The lead was not implanted. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.